Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery (hysterectomy)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, cholecystectomy and hormone level abnormal outcome was unknown. The reporter considered cholecystectomy, hormone level abnormal and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received reporter information added. Event gallbladder removal hormonal imbalance & added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery (hysterectomy)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal"), was found to have hormone level abnormal ("hormonal imbalance") and experienced fear ("scared"), pain ("pain in evaryday"), eczema ("eczema in hands"), crying ("crying") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, cholecystectomy and hormone level abnormal outcome was unknown and the pain had not resolved. The reporter considered allergy to metals, cholecystectomy, crying, eczema, fear, hormone level abnormal, medical device removal and pain to be related to essure. The reporter commented: I am scared to death of a hysterectomy and the recovery. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events eczema in hands and nickel allergy were added. On 23-mar-2020: new events crying, pain and scared were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('surgery (hysterectomy)') in a female patient who had essure inserted. The patient's medical history included blood pressure abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy for essure removal). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery (hysterectomy)') in a female patient who had essure inserted. The patient's medical history included blood pressure abnormal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Event hysterectomy updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.